Event description:
The customer reported that the insulin pump had a crack at the top of the reservoir. The customer's blood glucose level was unknown mg/dl. The customer stated that during the change s of the reservoir she noticed the damage, and now after the ring fell out and now it won't stay in place. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider. The replacement insulin pump was sent to the customer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked case near the display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked and missing end cap sticker.